Manufacturer narrative:
(B)(4). The field service representative (fsr) verified small drip coming from front of unit. He replaced the tee and adjoining elbow allowed loctite to cure over the weekend. The fsr went back to check leak, leak was worse so the fsr replaced the tee and fittings. No more leaks. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cooler heater unit was leaking. They did not experience any issue with heating or cooling of the unit. The device was not changed out, as they continued to use the unit for the case. The perfusionist (ccp) put a towel on the floor to deal with the leak. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 15-feb-2016: according to the ccp, during cpb the cooler heater unit was leaking water. It was a slow leak that did not appear to impact the heating or cooling functions of the unit. The users placed a towel on the floor under the unit to collect the water. Since the unit was functioning, the users continued to use the unit for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.